Event description:
In a rectal amputation procedure, the stem of the cs33 anvil could not be attached to the trocar. The procedure was completed by use of a cs29 stapler.

Manufacturer narrative:
Patient's age and weight are unknown; "999" and "000" are placeholders. The returned cs33 stapler was found to have too much of an interference fit between the anvil stem and the trocar. As a result, the anvil could not be attached to the trocar. Work instructions for the cs33 have been revised to include a check that no more than a certain maximum force is required to attach anvil to trocar. This maximum force was validated in a test protocol. (B) (4)